Event description:
During variax elbow surgery, most distal screw hole of the plate could not be locked. The surgeon extracted the plate and used other company plating system, finished the surgery.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.